Manufacturer narrative:
A product was not returned for analysis. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implantation procedure, the haptic was broken upon insertion. Additional information was requested and received stating that during cataract surgery (phacoemulsification), the haptic was broken while injecting into the eye. No medical intervention was required, and the patient was not hospitalized. The procedure was completed on the same day with a like-for-like replacement lens, with no patient harm reported.